Event description:
The customer initially reports that the instrument was not working properly and a screw was missing. It broke while using on a patient but did not cause injury. Conversation with risk manager on (B)(6)2010, added that they were performing an open heart procedure and the surgeon noticed a screw was missing when it would not function. They are not sure if the device ever entered the patient. An x-ray confirmed no screw in the pt, and it was not found in the room.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.